Event description:
During product evaluation, the pump's main batteries were identified as having seven discharges below their alarm threshold. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.